Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer: maquet medical systems USA (B)(4). Contact person: (B)(6). Maquet cardiopulmonary gmbh requested the product for investigation in the laboratory. The product was returned but was not investigated in the complaints lab because the device may contain biological residue of who risk group 3 and 4 considered to be infectious such as hiv, hepatitis a or b. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could not be confirmed. To perform a DHR review is not possible at this time as no serial number is available. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Device requested but not yet received. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
It was reported that a leak on the pump housing at the hls module was noticed during use on a patient. The customer decided to change out the unit with a new one during use and the patient was fine. Internal reference: (B)(4).